Manufacturer narrative:
Vyaire medical report number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. He ventilator passed 216 hours of extended tests at run in settings. The reported issue was not duplicated or confirmed.

Event description:
It was reported to vyaire medical that the customer was setting the ventilator up to use, and it went inoperable. The ventilator was not used on a patient.